Event description:
It was reported during the placement of the trial lead, the pt suffered a dural puncture. The physician performed a blood patch, and the pt reported having a mild headache. The issue was resolved by the next day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.